Manufacturer narrative:
The customer reported, the device failure to charge. The device was evaluated locally. The symptom was verified. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported, the device failure to charge.